Manufacturer narrative:
Investigation a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor raabe guiding sheath was returned for investigation with the tubing material separated into three pieces. The device was returned without an inserted dilator. The proximal tubing segment was measured to be 56.3 cm. The tubing was found to be stretched and discolored due to the elongation. There was exposed intact coiling exiting from the distal end of this segment, which was then attached to a 2.5 cm tubing segment. This tubing segment was found to be severely wrinkled and partially flattened. The third tubing segment (distal tip) was completely separated from the rest of the sheath. This segment was measured to be 6.2 cm. The tubing was found to be severely wrinkled and contained multiple hemostat marks. At all of the separation sites, the sheath tubing was found to be frayed. It had been noted that the patient's groin was highly scarred. It is feasible to suggest that the scar tissue in the groin could have damaged the device and/or caused the device to become stuck, which then could have led to the material separating during removal of the device. Also, if the dilator had not been inserted during removal of the sheath, this could have contributed to the failure mode as well. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported at the end of a left lower extremity angiogram the sheath separated and broke while inside the patent during removal. The patients groin area was reported to be highly scarred. Reportedly a cut down with moderate force was required to remove the piece of sheath, the sheath did not go contralateral and it did not go over the bifurcation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and is reported to be "fine".